Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the batteries of the cs300 intra-aortic balloon pump (iabp) were not charging. The circumstances under which this event occurred were not reported. However, no patient involvement or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and confirmed that the batteries were not charging. The stm replaced the power supply and the iabp began charging properly. The iabp passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the batteries of the cs300 intra-aortic balloon pump (iabp) were not charging. The circumstances under which this event occurred were not reported. However, no patient involvement or adverse event was reported.